Event description:
It was reported to medtronic minimed that the customer experienced pump error 25(this alarm is generated when a power system error (back up battery fails) is detected). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and issue was unresolved. Customer was instructed to revert to backup plan per health care professional instructions. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Successfully downloaded history files and traces using thump. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the adapt tool shows abnormal behavior. In further analysis in the pump history found pump error 68 alarm on 03/28/2025 at 12:36:58.000, pump error 49 alarm on 03/28/2025 at 12:36:58.000, pump error 23 alarm on 03/28/2025 at 12:37:20.000, and pump error 25 alarm on 03/27/2025 at 17:00:00.000 and 21:00:00.000. The pump passed the active current test. However, pump received with pump error 68, pump error 49, pump error 23 after battery change, and high sleep current measurement during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, pump error 68, pump error 49, pump error 23 after battery change, and high sleep current measurement during testing. Swapping out test internal battery confirms pump error 68, pump error 49, pump error 23 after battery change, and high sleep current measurement is isolated the internal battery. The sc1 cap locks properly into the reservoir compartment. Pump received with scratched case during the visual inspection. Pump error 68, 49, 23, and high sleep current measurement confirmed during testing and pump error 25 alarm found multiple times in the pump history, problem isolated to the internal battery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.